Event description:
It was reported that the spinal cord stimulation (scs) system underwent a revision procedure for an unknown reason. The patient is doing well post operatively. The explanted device will not be return due to facility policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.